Event description:
It was reported during a laparoscopic hernia the 5mm trocars would not activate. There was no pt consequence.

Manufacturer narrative:
Tracking #.47376. Device-a. D5,6; h4: info not available, device not returned for analysis.